Manufacturer narrative:
(B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. A buried bumper a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in romania underwent a procedure for a re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During an endoscopy performed on (B)(6) 2017 for placing a new intestinal tube a buried bumper syndrome was noticed. The patient declared that he did not follow the instructions for peg tube mobilization and starting with (B)(6) 2017 he did not succeed to mobilize it. The surgical resolving of the complication was postponed.